Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4: lot d9 g3 g6 h2 h11.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the straight driver fractured. There was no patient injury reported as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6 product was returned and evaluated. Visual examination of the returned product identified fractured at the hex tip. No fractured hex segment was returned with device for evaluation. Device showed signs of use with nicks and scratches around the tapered surface at the hex end. There were nicks and scratches present along the main body/shaft and near the square connection end. No other damage was noted during visual evaluation review of the device history records identified no deviations or anomalies during manufacturing. Insufficient information provided; therefore, unable to perform a compatibility check. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.